Event description:
It was reported that this right ventricular (rv) lead exhibited low amplitude measurement despite unipolar sensing. In addition, presenting electrogram (egm) shows what appears to be complete ventricular undersensing. Boston scientific technical services (ts) discussed that this is not actually undersensing but an idiosyncrasy with the programmer. The lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.